Manufacturer narrative:
The device was not returned for evaluation as it was not explanted. In addition, a device history record (DHR) review was not required/performed as there was no allegation of product malfunction. However, it should be noted that all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and ai are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient (severe valve calcification) and procedural factors (valve not aligned during deployment) may have caused or contributed to the valve moving ventricular during deployment and the resulting severe ai. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the valve was positioned, 50/50, however, after deployment was 30/70 ventricular resulting in moderate to severe ai and hypotension. Although the patient was administered pressors, the patient's hemodynamics did not improve and CPR was initiated and an iabp was placed. A second valve was prepped and deployed with a result of no pvl and no ai. In addition, the patient's pressure normalized. The iabp was removed and the patient was extubated and transferred to (B)(6). The patient was noted to have felt great during the morning assessment with full mobility of all limbs and response to commands.